Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to patient dissatisfaction as the device was not stiff enough and not long enough. A new inflatable penile prosthesis consisting of a preconnected 18 cm x 12 mm cylinders and pump were implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to patient dissatisfaction as the device was not stiff enough and not long enough. A new inflatable penile prosthesis consisting of a preconnected 18 cm x 12 mm cylinders and pump were implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to patient dissatisfaction as the device was not stiff enough and not long enough. A new inflatable penile prosthesis consisting of a preconnected 18 cm x 12 mm cylinders and pump were implanted.